Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified septa material inside the rvtip and rvring set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change-out for normal eri, the physician was unable to easily retract the ventricular lead set screw. It was noted that the set screw appeared to be stripped. The physician employed the use of a "utensil" and was able to remove the set screw without damaging the lead. The device was explanted and replaced as planned. The procedure was completed without further complications.